Event description:
It was reported that an asymptomatic patient presented via merlin transmission with non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Reprogramming changes were made and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.